Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient partially pulled out the iab. The iab was removed approximately 90 minutes later. There were no complications and the patient was stable without support. No patient harm or adverse event were reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. There was no reported failure. There were no ncmrs. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required reference complaint (B)(4).

Manufacturer narrative:
Complete event site name: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient partially pulled out the iab. The iab was removed approximately 90 minutes later. There were no complications and the patient was stable without support. No patient harm or adverse event were reported.